Event description:
New information received on september 20, 2018 indicates that both the pacemaker dependent patient's right atrial and right ventricular leads exhibited lead insulation anomalies. Noise oversensing was also seen which resulted in pacing inhibition. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces measuring 8.5 and 19.0 cm respectively. The reported events of an insulation anomaly and noise could not be confirmed. The damage found was sustained during a surgical procedure. The portions of the lead that were returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.